Event description:
The customer reported that her blood glucose was 536 mg/dl, which she tried to treat with a bolus from the insulin pump and did not receive a no delivery alarm. Her symptoms of high blood glucose included headache and anxiety. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing. Insulin exited the tubing during a manual prime. No leaks were found. The settings and history appeared to be accurate. The high pressure test was performed and passed. Upon removal of the infusion set from the body, the cannula was bent and there was a little bit of blood. The customer was advised to change out the entire set, reservoir, and insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.